Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) outer insulation breached esc, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) outer insulation breached esc, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
The lead was returned following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received. Follow up with the clinic nurse reported the patient had the device implanted in (B)(6) 2009 and "there was nothing special noted from the implant."

Event description:
The lead was returned following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received. Follow up with the clinic nurse reported the patient had the device implanted in (B)(6) 2009 and "there was nothing special noted from the implant." Follow up with clinic later revealed patient was pacer dependent. Last device check was 20 days prior to death and reported to be fine.